Manufacturer narrative:
The reported screw was not returned as it is still in-situ, no radiographs or images provided so the complaint could not be confirmed. The reporter returned 6 inserters and 30 couplers from their inventory that were tested and no problem could be identified or recreated. A definitive root cause could not be determined although incomplete assembly in-situ related to technique or unidentified anatomical obstruction is the likely cause or contributor to the tulip separation. Should the revision be completed and more information provided an additional report will be filed. Labeling review: "potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation...". "Warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient.". "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant...". "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw...". "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery...". "...pre-operative warnings 3. Care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient.". "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques.". "Method of use please refer to the surgical technique for this device.". "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at...".

Event description:
On (B)(6) 2024 a patient underwent a transforaminal lumbar interbody fusion from l4-s1. Intra operatively the patient experienced 2 tulip separations at left l4/l5 ((B)(6)) which were addressed intra operatively. The surgery was completed without any adverse patient consequences. On (B)(6) 2024, while still in the intensive care unit, it was discovered during radiographic review another tulip popped off at s1 rt. No reported patient symptoms.